Event description:
It was reported that the programmer screen went black/blank during threshold testing. After several reboots, the clinic staff was able to complete test. The programmer has been returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, an error occurred during software load, as a result the hard drive was replaced and reimaged and all software updates were reinstalled. It was also noted that the programmer failed interrogation during a system test, the top case was broken into the keyboard compartment, the system fan and power supply fan was noisy and the printer gear cover was cracked. (B)(4).